Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; guide catheter: heartrail jr3.4. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a 90% in-stent restenosis located in the mid right coronary artery (rca) with mild tortuosity and moderate calcification. Resistance was felt during the advancement of the 3.50 x 12 mm nc tenku rx balloon dilatation catheter through the lesion; however, it was able to cross successfully. The balloon ruptured during the first inflation at 6 atmospheres held for 10 seconds. A 3.0 mm non-abbott dilatation catheter was used to dilate the lesion. Additional dilatation was performed using a 3.5 mm non-abbott balloon dilatation catheter to successfully complete the procedure. There was no adverse patient effect. No additional information was provided.